Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a maintenance check, the external pulse generator (epg) was powered on, and the screen went "blank." Of note, the battery was low, and technical services suggested putting a new battery in and the epg worked "well." The manual for the epg was emailed to the caller. The epg remains in use. No patient complications have been reported as a result of this event.